Event description:
On (B) (6) 2010, the patient was emergently treated for a ruptured abdominal aortic aneurysm with gore excluder aaa endoprostheses. There were no complications. A follow-up CT later showed a proximal type I endoleak, which the physician attributed to aortic tortuosity and infrarenal neck diameters outside of the device treatment range. On (B) (6) 2010, the patient underwent open aneurysm repair. The stent-grafts were replaced with an aorto-bifem bypass using surgical grafts. He emerged in stable condition with no complications.